Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
No unexpected battery out limit alarms noted. Corroded battery tube noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker. Passed displacement test and off no power test. The operating currents were in spec. All buttons function properly. However, moisture damage on keypad traces noted during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.